Event description:
The customer reported that the olympus gastrointestinal videoscope was presenting a noisy image during device maintenance. There was no patient involvement during this event.

Manufacturer narrative:
I have reviewed this medwatch report and am approving for submission to FDA. I acknowledge that my electronic signature being recorded is considered to be the legally binding equivalent of my handwritten signature.